Event description:
A pt reported experiencing inaccurate erratic results with a ot basic enhanced meter. The pt's blood glucose results were 312mg/dl, 292mg/dl, 24mg/dl. Tests were done <10 minutes apart with a difference of 81%. Pt did not experience any adverse events. No further info has been reported.